Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited foreign objects on the forceps elevator wire. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause could not be established. The event of foreign objects on the forceps elevator wire is detectable and preventable by handling device in accordance with the following IFU: IFU figure number:ge5999. Revision:24. Chapter:evis exera ii ultrasound gastrovideoscopeolympus gf type uct180. Chapter 3 preparation and inspection 3.3 preparation and inspection of accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.